Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "speed not adjustable with the rotary knob" occurred during use. A getinge field service technician was onsite to investigate the device in question. According to the event description and the communication grid in the complaint dated on (B)(6) 2020 the technician performed a cross-testing with different drives onsite, unable to reproduce the problems encountered by the customer. The test results are normal, no uncontrollable conditions occurred during high-speed rotation for two hours, and no error occurred. The device has been returned to the customer for use. The technician will talk to the customer about the subsequent usage of the rotary knob. The rotaflow risk analysis version v06 ((B)(4)) chapter h1.1.1.37 was reviewed on 2020-10-13 with the following outcome: the most possible causes for the reported failure "rotary knob not adjustable" could be determined as: malfunction of the microcomputer system: internal cpu failure. Non-volatile memory failure. Volatile memory failure. Failure in safety relevant variables. Watchdog failure. Time base failure. Failure on other device parts (rotary knob, display, etc). Failure of internal components (adc, etc.). Wrong supply voltage for electronics. The reported failure "speed not adjustable with the rotary knob" occurred during use and could not be confirmed. The device was directly involved in the event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from (B)(6) that after the rotaflow drive has been used for a period of time, the lpm has been at a constant speed of about 3.5l ,and cannot be adjusted with the rotary knob on the rotaflow console. After the customer was unable to adjust the speed, customer changed a standby machine to continue the treatment. No indication of actual or potential for harm or death was reported. Complaint ID: (B)(4).